Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl at the time of the incident and was treated with injection and insulin pump. The other blood glucose levels were 134 mg/dl, 231 mg/dl, 176 mg/dl, 178 mg/dl, 289 mg/dl, and 268 mg/dl. The customer stated that the information was entered in the insulin pump and was on for 2 hrs and set it, but the blood glucose increased. It was reported that the second insulin pump went bad. The customer was using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the insulin pump was being manually suspended and the customer was pressing the suspend button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.